Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended because vent holes appeared clogged with white substance and speaker holes were obstructed, and customer initially could not remove protective case to resolve issue. There was no adverse impact to the customer¿s blood glucose level. Customer was later able to remove cover, clean vent and speaker holes as instructed, resume insulin delivery.